Manufacturer narrative:
On (B)(6) 2021, novocure received additional information that the patient underwent wound revision surgery on (B)(6) 2020, of the left frontoparietal wound with removal of exposed hardware and repair of dehisced skin. Optune therapy was temporarily discontinued. The patient resumed optune therapy on (B)(6) 2021. Contributing factors for wound dehiscence in this patient include prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, underlying cancer, and prior surgery affecting skin integrity. Wound dehiscence was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only.

Manufacturer narrative:
Novocure agrees with the prescriber that a contribution of the array placement to the event cannot be ruled out. Contributing factors for skin ulcer in this patient also include prior dexamethasone (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, underlying cancer, and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune arm of the trial (<1%).

Event description:
A (B)(6) year old female patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2019. On august 28, 2020, patient reported that the skin around the craniotomy surgical resection site scar had eroded exposing the cranium hardware screws (last surgical resection (B)(6) 2019). On september 1, 2020, the prescribing physician reported that the patient had not been hospitalized for the event but was evaluated by plastic surgery for possible skin grafting due to risk for further erosion. However, skin grafting may not be possible due to prior radiation effect on the area. There was no evidence of infection. Prescriber confirmed that the patient was not on bevacizumab and had discontinued steroids several months prior to the event. The prescribing physician stated that optune may have contributed to the event.